Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was generating 'sweep flow tank not full' errors and was leaking from the back of the red blood cell (rbc) aperture. The volume of the leak was less than 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse had observed that the instrument was generating 'sweep flow tank not full' errors and leaking from pinch valve (vl86). The fse replaced the pinch valve and mount. The fse also found cleaner build up around rbc aperture and removed the aperture, cleaned it and replaced the o-rings. No further evidence of leaking was observed, instrument ran without any issues. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).